Manufacturer narrative:
Patient ID, age or dob, sex, weight, ethnicity, race: unknown. Date of event is unknown. Device was returned to 3m¿ for analysis. Standard/high flow improvement plan is anticipated for q1 2022. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the fluid warming cassette during use. No injury was reported.